Event description:
It was reported that the nurse got alert 113 (reduced water temperature control) in arctic sun device. Patient temperature was 36.2c, targeted temperature was 37c, water temperature was 31.2c, flow rate was 2.5lpm, drained 500ml of water. The nurse was going to find the nurse caring for the patient initially. They received return call from nurse at 4:07 pm, the nurse stated the therapy was discontinued and the device was no longer on the patient. Nurse asked if they should drain the device as previously mentioned. Informed nurse if the device was not currently needed for therapy, suggested the nurse to send to biomed instead to drain the device and perform a functional check after to ensure it was heating. Nurse stated they would place the work order for biomed to check the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is outlet water temperature regulation error but which is still within the allowable water temperature range. . However this cannot be confirmed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "fill reservoir 1) fill the reservoir with sterile or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun® temperature management system cleaning solution to the sterile or distilled water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. Replenish internal cleaning solution contact medivance customer service to order internal cleaning solution. To replenish the internal cleaning solution: 1) drain the reservoir. ¿ turn control module power off. ¿ attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. ¿ from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. ¿ the fill reservoir screen will appear. Follow the directions on the screen. ¿ add one vial of arctic sun® temperature management system cleaning solution to the first bottle of distilled or sterile water. ¿ the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile or distilled water until the filling process stops. ¿ when the fill reservoir process is complete, the screen will close." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse got alert 113 (reduced water temperature control) in arctic sun device . Patient temperature was 36.2c, targeted temperature was 37c, water temperature was 31.2c, flow rate was 2.5lpm, drained 500ml of water. The nurse was going to find the nurse caring for the patient initially . They received return call from nurse at 4:07 pm, the nurse stated the therapy was discontinued and the device was no longer on the patient. Nurse asked if they should drain the device as previously mentioned. Informed nurse if the device was not currently needed for therapy, suggested the nurse to send to biomed instead to drain the device and perform a functional check after to ensure it was heating. Nurse stated they would place the work order for biomed to check the device.